Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: stenosis, t10-pelvis with possible pso (polycystic ovary syndrome) levels implanted: s2 alar screw it was reported that intra-op, the surgeon implanted a screw. On removal of the screw the surgeon noticed that the pin was sticking out of the head of the screw. The screw was broken but no fragment remained in the patient. No patient complications were reported as a result.

Manufacturer narrative:
Product analysis results: visual microscopic a visual review reveals that the assembly wire has been pushed back out of the wire slot. A microscopic review of the end of the wire and wire slot indicates that there is some deformation near the end of the wire indicating that it was once locked into place. The diameter of the wire appears to be the size called out on the print. There is damage to the neck of the screw and to the ring. It appears that the screw and the sub-assembly became locked together and pinched the wire causing it to be forced out of the wire slot while the screw was being turned clockwise with the internal torx or the head was turned counter clockwise. If information is provided in the future, a supplemental report will be issued.